Manufacturer narrative:
Unit received with no button response due to corroded keypad traces. Unable to perform displacement test due to no button response. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot, cracked battery tube threads and cracked reservoir tube.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that display window was cracked. Customer's blood glucose was unknown. Insulin pump would need to be replaced.